Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked and one unraveled at the distal end, while loading into the delivery tube. The surgeon used the unraveled heartstring seal to complete the procedure without any issue. No patient complications were reported by the hospital.